Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately eleven months post port implant during infusion of contrast medium, a subcutaneous leakage was found. The device was removed and allegedly there was a fracture in the catheter at the 15-16 cm marker. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: one MRI powerport isp w/ 8fr groshong catheter was received for evaluation. Visual inspection identified a partial circumferential split, and microscopic inspection revealed that the split was mostly jagged with light smoothing. Therefore, the investigation is confirmed for the alleged leak. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. (Expiration date: 07/2020).

Event description:
It was reported that approximately eleven months post port implant during infusion of contrast medium, a subcutaneous leakage was found. It was further reported that the device was removed and an alleged fracture in the catheter at the 15-16 cm marker was found. There was no reported patient injury.